Manufacturer narrative:
Pump was received with unresponsive buttons due to corroded keypad traces. Moisture damage found on electronic assembly and motor. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 223 mg/dl. The customer reported that the insulin pump was exposed to water. The customer reported that there was moisture under the display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.